Event description:
A report was received that the patient will undergo a lead revision procedure for an unknown reason.

Event description:
A report was received that the patient will undergo a lead revision procedure for an unknown reason.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional suspect medical device components involved: model #: sc-2218-50, serial/lot#: (B)(4), description: enhanced st lead kit. Additional information was received that the reason for the revision was the patient's stimulation was no longer covering his pain areas. Reprogramming was attempted without success. X rays were taken but no lead migration was noted. One lead was removed and replaced with a new lead due to the physician's preference. It is unknown which lead was explanted. The patient is now receiving stimulation in his pain areas. The explanted leads were not returned to bsn because they were discarded by the medical facility.